Event description:
I discovered the incident when rounding with the nurse caring for the patient and also spoke to the resident involved. Per the resident, when accessing the drain to flush, the port cap broke off leaving the inner flange exposed necessitating a change in the entire drainage system. The evd catheter was not affected and remained intact in the patient. No harm to patient.